Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic complexes and noise. One shock occurred while the patient was working on a vehicle. Technical services reviewed the information and advised some testing options. There were no additional adverse patient effects. The system remains implanted.